Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for pericardial effusion, requiring intervention. It was reported that on (B)(6) 2019, the patient, with grade 4+ degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of one clip, reducing mr to grade 3+. After implantation of one clip, but before advancement of a second clip, a pericardial effusion was noted. It was unknown which device caused the pericardial effusion. A pericardial drain was placed, and the effusion resolved. The procedure was aborted, and no additional clips were implanted. A cell saver procedure was performed, and the patient received their own blood. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.